Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jun-10 rtg0602553 rpl 432315 (con): it was reported that information was received from a patient regarding an external device. The reason for call was patient reported the recharger (rtm) takes a long time to find the implanted neurostimulator (ins) when recharging the implant intermittently for the last 6 months. Patient stated they have to reposition the paddle and let the paddle sit for 20 minutes and try again. Patient stated they get codes and message but they can't remember what they are. Patient mentioned the rtm gets warm. Patient services specialist asked patient to connect with controller and controller show 100% charged, implanted neurostimulator 90% charged. Patient service confirmed there is no visible damage to the controller port or the recharger. The issue was not resolved. An email was sent to the repair department to replace the recharger device. 2024-jun-13 rtg0602553 (con): the document contained no new information regarding this event. 2024-jun-16 rpl 432999 rtg0602553 (con): additional information was received from the patient. The patient got the replacement recharger but is still having charging issues, and says the controller will freeze sometimes and they will have to reset controller to temporarily resolve. Emailed repair to send replacement controller. 2024-jun-19 rtg0602553 (con): no new information.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported the recharger (rtm) takes a long time to find the implanted neurostimulator (ins) when recharging the implant intermittently for the last 6 months. Patient stated they have to reposition the paddle and let the paddle sit for 20 minutes and try again. Patient stated they get codes and message but they can't remember what they are. Patient mentioned the rtm gets warm. Patient services specialist asked patient to connect with controller and controller show 100% charged, implanted neurostimulator 90% charged. Patient service confirmed there is no visible damage to the controller port or the recharger. The issue was not resolved. An email was sent to the repair department to replace the recharger device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient got the replacement recharger but is still having charging issues and says the controller will freeze sometimes and they will have to reset controller to temporarily resolve. Emailed repair to send replacement controller.

Manufacturer narrative:
Analysis was performed for product ID 97755, serial# (B)(6). Analysis found no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.